Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lobectomy procedure on the first firing the device locked on tissue, vessel, and the surgeon could not remove it. Two clamps were placed on the vessel, one on each side of the device. The surgeon was able to remove the device. The device had cut but not stapled. The cartridge was changed in the device and it still did not work. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: after the device was reloaded, did the device cut and staple? Did the device fire at all? Was the procedure changed due to the device being cut off the tissue? The device did fire the first time with difficulty. It cut but did not staple. Did not change procedure, but did take a little longer. Please explain what is meant by, "the cartridge was changed in the device and it still did not work?" Surgeon asked the scrub to change the reload and fire instrument on back table and it still did not work properly.